Event description:
It was reported that the battery icon lamp on the wireless recharger kept blinking. The device could still be charged and was able to successfully connect to the programmer. Performing a reset did not resolve the issue, so a replacement recharger was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. H3: analysis of the wr9200 wireless recharger (serial number (B)(6)) revealed the device is unresponsive, led's scroll continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.